Event description:
A locking condylar plate, implanted in 2002, broke post-operative. Plate was noted as broken in 2003. During revision surgery, broken plate was removed and another, longer, plate was put in. Date of removal is unk.